Event description:
Literature was reviewed regarding healthcare utilization and healthcare costs with appropriate and inappropriate shocks in patients with an implantable cardioverter defibrillator (ICD). The authors described two deaths in patients who received appropriate shocks; however, the causes of death were unknown. There were patients who required hospitalization after receiving both types of shocks. Inappropriate shocks were due to atrial fibrillation (af), supra ventricular tachycardia (svt), t-wave oversensing (twos), or noise. Complications during hospitalization included acute arterial occlusion, deep vein thrombosis, acute heart failure, and infection or sepsis. Patients underwent medical procedures such as electrocardiography, x-rays, cardiac catheterization, echocardiography, emergency room visits, electrophysiology studies and ablation, stress tests, lead or device revisions, percutaneous coronary interventions, circulatory support, or heart/pericardium operations including surgery and cardioversion. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: healthcare utilization and costs after appropriate or inappropriate implantable defibrillator shocks: a retrospective real-world data study in japan. Clinicoeconomics and outcomes research. 2026. 18:577970. Doi: 10.2147/ceor.s577970 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.